Event description:
It was reported that pump displayed cartridge change error while customer was using pump in case, and extra cartridge o-ring was found on pneumatic tap area. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed pump from case, inspected and cleaned pneumatic tap area, removed extra o-ring, reattached cartridge securely, followed on-screen steps, successfully completed load process, and resumed insulin delivery.